Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. The indication for use was not reported. It was reported the patient had been seriously injured by doctors in (B)(6) 2010 and on (B)(6) 2011. The patient received a 10-day dose of baclofen in 1 day. The patient had an overdose and was in a coma in the hospital now (as of (B)(6) 2019). The patient experienced brain damage. The issue was not resolved. The patient's status was alive - with injury. The pump remained implanted and in service. Surgical intervention did not occur and was not planned. The pump was not from trunk stock. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further environmental, external or patient factors that might have led or contributed to the event were reported. Further details regarding cause of the event were unknown. No further diagnostics/troubleshooting. No further actions/interventions were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the pump had been explanted (B)(6)2011. It was indicated that no further information would be provided about the event.